Event description:
Routine complaint investigation when a consumer reported the inability to calibrate the precision xtra blood glucose monitor to a new box of test strips. The meter retained the calibration code for the previous lot number of strips used. A review of the difference in calibration codes was performed. The values, when plotted on a parkes error gird, fell into the "c" zone, showing the difference in values to be clinically significant had the customer performed a blood glucose test. There was no report of death, serious injury or mistreatment associated with this event.